Event description:
It was reported that on (B)(6) 2020 at 02:23am, the pump alarmed for channel disconnect on channels b and c while running continuous medications, and no one was touching or near the pumps at the time of error message occurrence. No vasoactive medications were infusing to the patient on any pump. The patient impact was a "known complication." Although requested, further information was not provided.

Manufacturer narrative:
The customer¿s stated issue of channel disconnect alarms was confirmed through a review of the device logs and through testing. An internal and external inspection were performed on the source device pcu sn: (B)(6). There was an observation of fluid ingress in the bottom where the front cover and rear case meet. There was no contamination observed on the electronic components. Both iuis have a date code of (B)(6) 2015. An internal and external inspection were performed on the source device syringe module sn: (B)(6). There was an observation of fluid ingress in the bottom where the front cover and rear case meet. There was no contamination observed on the electronic or mechanical components. The female iui has a date code of (B)(6) 2015. Results from a review of the pcu error log shows one malfunction on (B)(6) 2020 at 5:44:32 am on syringe module sn: (B)(6) for 356.6710. There were no channel disconnects in the event log at the customers reported event time of 2:23 am on the reported event date of (B)(6) 2020. However, a channel disconnect did occur later that morning at 5:48:14 am where channel a and b became disconnected due to power loss. Then shortly after at 5:48:26 am channel c and d became disconnected due to a communication error. Functional testing consisting of iui testing performed on the source devices found the units to be operating out of specification. The pcu was found both the male and female iui¿s with evidence of contamination causing channel disconnects. The female iui from the syringe module connected in the channel c position was determined to be causing communication errors. All iui¿s that were identified to lead to the channel disconnects have a date code of (B)(6) 2015, indicating they are over 5 years old. Infusion testing took place over two days where all modules were infusing undisturbed for more than 24 hours. No channel disconnects occurred during this time. The root cause of the customer¿s complaint of channel disconnect alarms was identified in this investigation as due to contamination and corrosion on the iui¿s. All iui¿s determined to be contributing to the channel disconnect have a date code of 01/2015, indicating an age of over 5 years. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 02/10/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/20/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn: (B)(6) service history record showed the device had a manufacture date of 02/11/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/20/2020 and indicated that this device has been previously returned twice for service. The first time the device was serviced was on (B)(6) 2015 for being misassembled. The loose screw was re-seated. The second time the device was returned was on (B)(6) 2018 for stuck plunger gripper. The lower housing and rear case were replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at 02:23am, the pump alarmed for channel disconnect on channels b and c while running continuous medications, and no one was touching or near the pumps at the time of error message occurrence. No vasoactive medications were infusing to the patient on any pump. The patient impact was a "known complication." Although requested, further information was not provided.